Manufacturer narrative:
A patient was experiencing ineffective relief from their drg system was reported to abbott. As a result, the patient's drg system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2024-01768. It was reported that the patient was experiencing ineffective relief from their drg system. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's drg system was explanted.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8176951. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8343770. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8343770.